Event description:
Per the clinic, the patient experienced performance decrement with the device. Subsequently, the device was explanted on (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery.